Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a female patient receiving intrathecal baclofen therapy via an implantable infusion pump. The indication for use was noted as intractable spasticity. An MRI was being performed due to the patient's sudden change in therapy of increased pain in the lumber spine. The patient was in the emergency room because of the pain. The MRI was being performed on the lumbar spine. The hcp was not aware of any issues specific to the infusion system, however there was a suspected problem with the device or therapy. Information regarding the cause of the increased pain was not noted and was requested. If additional information is obtained, a supplemental will be submitted.